Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration and qc results were acceptable. There was no indication of a performance issue of reagent or instrument. The customer's sample pre-analytical details were requested but not provided. The investigation reviewed the system's alarm trace and no abnormalities were discovered. The field service engineer performed system checks and performance testing. He determined the instrument and the performance test results were ok. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys afp assay results for one patient tested on a cobas 6000 e 601 module. The customer confirmed the afp calibration and qc were acceptable prior to patient testing. The patient's initial afp measurement was from an aliquot of the original sample tube. The patient's initial aft result was reported outside the laboratory. The patient's physician requested a repeat analysis of the sample due to the reported result not matching the patient's previous result pattern. The customer performed repeat testing with the patient's aliquot sample and primary tube. On (B)(6) 2021, the patient's initial afp result was 485 ng/ml. On (B)(6) 2021 and at 11:00, the patient's repeat afp result with the primary tube was 1210 ng/ml with a data flag. The sample was repeated and the afp result was 25,442 ng/ml. On (B)(6) 2021 and at 11:00, the patient's repeat afp result with the aliquot sample was 1210 ng/ml with a data flag. The sample was repeated and the afp result was 24,865 ng/ml. The customer determined the repeat results were correct and matched the patient's result pattern. The afp reagent lot number was 505445 with an expiration date of 31-may-2022.